Event description:
It was reported that the patient presented in the clinic after experiencing diaphragmatic simulation. The right ventricular lead was found to be dislodged. The repositioning attempt was not successful as a good position was not found for the lead. The lead was explanted and the port was plugged. The patient was stable after the procedure.